Event description:
It was reported that ¿can't form to clip, clip bombs of situation.¿ two devices used. All have problems. One of the devices has been discarded by doctors. No patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 12 clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. A batch record review was performed and no anomalies were found during the manufacturing process.